Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to septic shock and stroke. It was reported the outcome was device or therapy related. The device was not explanted and would not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported sepsis could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 lvas IFU and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including sepsis, stroke, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as suggested anticoagulation modifications. Although only sepsis was reported, the IFU also lists infection as an adverse event and potential late postimplant complication. Several sections of the IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.